Event description:
It was reported that, when using the defibrillator with the internal paddles, it does not defibrillate correctly. Additional information has been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse tested the internal paddles in the operating room with an impulse 7000 defib analyzer. Fse tested also with a fluke probe closing the circuit. No patient event files were provided to philips for review. As confirmed from fse¿s feedback, the device did not shock correctly was because the internal paddles were defective. Product support engineer analysis conclusion of this case is that device is good condition. Customer should ensure the accessories used are good and device is ready for use with no error warnings before being placed into clinical use. Based on the information available and the testing conducted, the cause of the reported problem was defective internal paddle. The reported problem was confirmed. The customer was explained that internal paddle was defective and advised to replace it. The device successfully passed all required testing. The device remains at the customer site and no further action is required at this time.

Event description:
It was reported that, when using the defibrillator with the internal paddles, it does not defibrillate correctly. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.